Manufacturer narrative:
(B)(4) (secondary surgery) - (B)(4) (excessive), (B)(4).

Event description:
The reporter stated the surgeon implanted an 13.0mm icm130v4 implantable collamer lens on (B)(6) 2010 in patient's right eye. The lens was explanted on (B)(6) 2010, due to excessive vaulting. Subsequently, the patient had narrowing of the angle, possible angle closure and shallowing of the acd. The lens was exchanged for a shorter lens. See MFR#2023826-2010-01232 for the let eye.